Event description:
It was reported "customer experienced a break in the sherlock coated portion of the guidewire near the tip approximately at 2cm mark. The PICC could not be threaded. The wire was retrieved within the PICC line." Additional info. Received "I had provided an update on the initial pir and wanted to let you know that the customer reached out yesterday and informed us that the incident was fully a user error. The placer attempted to use an 80cm guidewire in addition to the 3cg guidewire to make it stiffer to pass through resistance and a torturous vessel. After being unsuccessful with passing through the placer pulled back the catheter with the wires and noticed that the 3cg wire portion was broken around 2cm. It was fully recovered outside of the patient and no harm was to the patient. All the practices used during the insertion were not recommendations from bd and do not align with our process for PICC insertions." Additional information received 06/10/2021 ¿ placement info: attempted placement on 6/1/2021 to right brachial vein, insertion attempt was unsuccessful. Line was removed, magnetic wire checked, tip was fractured and located within PICC line ¿ was the distal stylet tip was retained in the catheter or if it was left in the patient? Retained in the catheter ¿ if it was left in the patient, has it been removed? Tip of magnetic wire was never left in patient. ¿ date of removal: right arm attempt aborted. ¿ was there patient harm reported?: no

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, returned sample evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged stylet is confirmed; however, the exact cause is unknown. An initial visual observation showed some evidence of use. The stylet was returned inside in the catheter with approximately 8 mm of the stylet protruding from the catheter tip. The polyimide tubing of the stylet was observed to be broken approximately 2.4 cm proximal to the distal tip. Two kinks were observed in the segment of polyimide tubing distal to the break site. Two kinks were observed in the exposed portion of the polyimide tubing proximal to the break site. A microscopic observation revealed that blood residue was observed inside the polyimide tubing. The fracture edge was observed to be jagged, and the fracture surface was observed to be rough. Delamination of the polyimide tubing was observed at the break site. The damage observed on this sample prevented accurate measurement of the components at the tip. The observed fracture features were indicative of catheter and/or stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq1322 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "customer experienced a break in the sherlock coated portion of the guidewire near the tip approximately at 2cm mark. The PICC could not be threaded. The wire was retrieved within the PICC line." Additional info. Received "customer reached out yesterday and informed us that the incident was fully a user error. The placer attempted to use an 80cm guidewire in addition to the 3cg guidewire to make it stiffer to pass through resistance and a torturous vessel. After being unsuccessful with passing through the placer pulled back the catheter with the wires and noticed that the 3cg wire portion was broken around 2cm. It was fully recovered outside of the patient and no harm was to the patient. All the practices used during the insertion were not recommendations from bd and do not align with our process for PICC insertions."